Manufacturer narrative:
At this time, the lead remains implanted and capped. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had noise that was oversensed. There were observations of pacing inhibition (no asystole). The lead was surgically capped and replaced, and the device remains in-service. No additional adverse patient effects were reported.